Event description:
Customer reported the bag to ventilator switch became inoperable. There was no reported pt injury. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed. Date of receipt of initial info - 5/25/00. Date of receipt of add'l info - 08/17/2000.